Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker exhibited high right atrial (ra) impedance measurements and noise. A surgical revision was performed and the device was explanted and replaced to upgrade the patient's therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was unable to be located. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to update evaluation coding.